Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was leakage between the needle and hub on a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. During use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a photo from the customer facility for investigation; however, no sample was received. The customer photo was evaluated and the customer¿s indicated failure mode of leakage with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo that was received, the customer¿s indicated failure mode of leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.